Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few months ago, this patient set up a home remote monitoring system. At that time, a low out-of-range (oor) right ventricular (rv) lead pacing impedance alert from a few years ago was detected as it had not been cleared out in the clinic. Follow-up evaluation was done and thresholds and sensing were normal, and no noise was noted on the lead; the pacing impedance measured 240 ohms. At that time, the plan was to continue to monitor the patient. Recently, the patient presented to the emergency room due to a sensation of getting shocked. Device evaluation was done and the rv pace impedance was 270 ohms; the patient's physician noted there was likely an insulation problem. When the field representative did an impedance measurement the patient had noticeable stimulation, and the device was reprogrammed to vvi at 30 bpm. At that time, it was also noted that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). There was discussion with boston scientific technical services (ts) as to if the device could deliver shock therapy, if needed, as the shocking impedance was stable. Ts reviewed that although it was likely shock therapy would be available, it could not be guaranteed if there was a lead issue. Subsequently, surgical intervention was performed and a new ICD and rv lead were implanted, and this rv lead was surgically abandoned. No additional adverse patient effects were reported.